Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device change-out for normal eri, externalized conductors were observed on the rv lead. Patient was asymptomatic. No electrical anomalies were detected. The rv lead was capped and replaced on (B)(6) 2017. The patient was stable before during and after the procedure.